Manufacturer narrative:
The customer received a replacement device.

Event description:
The bench technician identified there was no audible sound on the mx40 telemetry device. There was no patient involved.